Event description:
New information received notes a re-occurrence of post paced t wave oversensing. Additional programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended and forwarded to the clinic. There were no patient consequences.